Event description:
Patient was revised due to osteolysis, pain, cup loosening, the cup appeared vertical, and the stem appeared to be well undersized. Medical records were received.

Event description:
Patient was revised due to osteolysis, pain, cup loosening, the cup appeared vertical, and the stem appeared to be well undersized. Medical records were received. **update** (B)(4) 2013 - litigation received (B)(4) 2013. Complaint changed to legal. Litigation alleges patient had pain, stiffness, discomfort and weakness which negatively affect mobility; toxicity of metal in the body; and the ability to perform normal physical activities is limited after asr hip implant. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: small amount of fluid; mild trunnion corrosion with a black debris; fixation for the cup was largely fibrous; defect of the anterior wall; cavitary area of bone loss; removed fibrous tissue from the greater trochanter and encountered lesion; tan colored tissue in the greater trochanter corresponding to possible intraosseous pseudotumor and some thin fluid. Adaptor sleeve added to complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, stiffness, discomfort and weakness which negatively affect mobility; toxicity of metal in the body; and the ability to perform normal physical activities is limited after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.